Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer don't have any symptoms for high blood glucose. Customer was using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined the troubleshooting. The device will not be returned for analysis